Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed increased capture thresholds on the right ventricular lead. Chest x-rays revealed no anomalies and other measurements were within acceptable range. Patient was stable and would be monitored.